Event description:
In incoming inspection at distribution, it was found that there was a foreign material in the package.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.